Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the salesperson/distributor called stating that during the operation, it was found that when the lead was connected to the stimulator to measure the impedance, the zero contact impedance was greater than 4000 and the circuit was disconnected. The product was implanted. Issue resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ze6s serial# implanted: (B)(6) 2025 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) ubd: 28-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.